Event description:
It was reported that there was a possible perforation of the atrial lead. The physician stated that there was fluid around the heart that was coming from the atrial area. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37714 pain stim implantable pulse generator (ipg) 2012-(B)(6). Addrs1 implantable pulse generator (ipg) 2014-(B)(6); 5076-52 implantable pacing lead 2014-(B)(6). (B)(4).